Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that patient went to ER with diaphragm stim with lv polarity of lvtip to rvcoil. The lv polarity was switched to lvring to rvcoil with no diaphragmatic stimulation. The lv lead remains in use. No patient complications have been reported as a result of this event.